Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patients had loss of therapy as the patient stopped charging their battery for more than 6 months. Manufacturer representatives was unable to communicate with external device and the ipg was found inoperable. To address this issue patient underwent surgical intervention of ipg replacement. Effective therapy was restored post operatively .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.